Event description:
The pt was a male. The target lesion was right common to internal carotid artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 75%. The angioguard xp delivery and the stent placement (precise) were successful. Pre-dilatation (4mm/6atm, brand unk) was performed with a balloon catheter. During the procedure, the pt's blood flow stopped. Blood around the target lesion was suctioned by an aspiration catheter (eliminate, clinical supply, lot unk) and the flow returned to normal. Debris was found within the filter basket after the removal of the angioguard. According to the physician, the filter basket was clogged with the debris and led to the no flow. There was no neurological symptom on the pt and he is out of the hospital now.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 1016427-2009-00191. Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.